Manufacturer narrative:
Part: 04.617.136s, lot: l982609, release to warehouse date: 20jul2018, expiration date: 01jul2028 manufacturing site: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the zero-p convex h6 peek (part #: 04.617.136s, lot #: l982609) was received at us customer quality (cq). Visual inspection of the spacer convex peek size 5-12 and the zero - p plate showed no defect on both components. Functional test: a functional assessment was performed by assembling the peek and the plate together by hand. Both locked together by making an audible snapping noise. They both seemed to wiggle a little after assembling them together. They were able to come apart by exerting moderate forces and by wiggling them. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: measured dimensions, spacer major width = conform, spacer width = conform, width of groove = conform. Measurement of the plate: measured dimensions, internal width = conform, major width = conform, thickness (h) = conform. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as both components of the returned zero - p assembly were able to be assembled but were noticed to be wiggling a little after assembly. Although no physical damage or dimension discrepancy could be reported, it is likely the device experienced unintended forces that caused it feel a little loose. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 during the anterior cervical fusion surgery, when opened the packing, it was noted that the metal plate detached from the cage. The surgeon assembled these two parts, but when implanting into the patient, the metal plate detached from the cage again. The device was removed from the patient and another device was used to complete the surgery. There were no adverse consequences to the patient. This report is for one (1) zero-p implant 6mm height convex-sterile. This is report 1 of 1 for (B)(4).